Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that during the patient's most recent battery change the hcp stated that a prong was worn out/defective. This was discovered during the replacement surgery and was not known ahead of time. It was unknown what the patient meant by 'prong,' and so the patient's implanting physician was contacted for clarification regarding this event. No patient complications were reported.